Event description:
A customer reported that multiple patient results obtained using two different vitros 5,1 fs chemistry systems were associated with the incorrect patient name. Mis-associated patient results may lead to inappropriate physician action. However, the customer did not report the affected results out of the laboratory as the laboratory information system correctly identified the mis-association prior to reporting. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple patient results were associated with the incorrect patient name using two different vitros 5,1 fs chemistry systems. The investigation determined that the customer reused a patient sample ID that had a pending program stored in the analyzer memory. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a ¿pending¿ state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or deletion of the pending test will cause the original information to be carried forward. The ocd csc reviewed the information on the device labeling, located in the vitros 5,1 fs system user documentation (vdocs) describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. The root cause of the event is user error. There was no evidence to suggest an instrument malfunction.